Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: incorrect reprocessing method. Based on the results of the investigation, the root cause of the reported event was user error. The device was cleaned with the sterilization cap attached to the venting connector, which is the incorrect way to reprocess the device. This event can be prevented by handling the device according to the following instructions for use (IFU): reprocessing manual, chapter 1, 1. Event 2: deterioration of the objective lens glue based on the results of the investigation, the root cause of the reported event could not be determined. It is likely reported event occurred due to the application of physical stress to the device or chemical stress from sterilization using a chemical solution and the sterrad system. This event can be detected/prevented by handling the device according to the following IFU. Operation manual, chapter 3, 3.3. Shows how to detect the event. Reprocessing manual: chapter 3, 3.1 shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope was washed with a stopper on. Inspection and testing of the returned device found that incorrect reprocessing method was used as the sterilization cap was attached to the venting connector during the leakage test. It was also noted that the objective lens gluing was deteriorated and had missing parts. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that universal cord was leaking and moisture ingress was found in the light guide connector as well as the master and slave video connectors. The bending section rubber glue was separated and peeled off. It was also noted that the pin was deformed in the grip cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.